Manufacturer narrative:
Patient information not provided due to (B)(4) patient privacy regulations. No 510(k) provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Event description:
Medtronic received information that, while in a spinal fusion, 4 screws were deviated in the lower lumbar region requiring revision. The screws were revised during the procedure. There was no reported delay to the procedure due to this issue. No additional information was provided. No additional information was provided.